Manufacturer narrative:
Based on the data provided, a specific root cause could not be determined. As the results for chloride were not measured or were not provided and the entire ise unit was exchanged, further investigation was not possible. The size of the discrepancy suggests an ise/reference flow related issue was the most likely root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect for gen.2 sodium and potassium results after semi-annual maintenance was performed. The specific number of patient samples involved was unclear. Of the data provided only the results for two patient samples were discrepant. Patient 1: the sodium results were: 158 mmol/l, <20 mmol/l with a data flag, and 141 mmol/l. The potassium results were 6.1 mmol/l, <0.2 mmol/l with a data flag, and 4.0 mmol/l. Patient 2: the sodium results were 142 mmol/l, 90 mmol/l, 142 mmol/l, 90 mmol/l, and 89 mmol/l. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The electrode lot numbers and expiration date were requested but were not provided. The field service representative exchanged the pcb preamplifier and the ise nodule. An issue with a t-connector was found and the connector and tubing were replaced. Performance testing and quality controls were performed and were within range.